Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that nobody told him that he needed to put the ins in MRI mode, so he had an MRI in 2016 that ¿shorted out¿ the ins and it never worked since then. No further complications were reported.